Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with the tenchoff catheter. The customer reports that during operation, tenckhoff broke when the surgeon tried to make a tunnel by using the trocar punch out from skin. Whole procedure failed, had to re-insert tenckhoff again.

Manufacturer narrative:
An investigation is underway. Upon the completion of the investigation, the results will be forwarded.